Event description:
Caller reported a lab blood glucose result of 5.7 mmol/l, compact plus system blood glucose result of 10.8 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).